Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported left side intracapsular rupture of allergan breast implants discovered by MRI scan. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed rupture on the device. Red biological tissue observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
A healthcare professional reported left side intracapsular rupture of allergan breast implants discovered by MRI scan. The device has been explanted.

Event description:
A healthcare professional reported left side intracapsular rupture of allergan breast implants discovered by MRI scan. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ red encapsulation is observed. ¿ crease flat is observed.